Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was done under local anesthesia. On (B)(6) 2022, the patient was admitted in the hospital with fever and was diagnosed with a pulmonary embolism. The patient was treated with antibiotics. The patient's condition improved and was discharged on (B)(6) 2022. Reportedly, a small amount of the spaceoar was placed in the right place at the base, but the vast majority was in the anterior rectal wall from the midgland to apex. About 80% of the hydrogel was estimated to be injected into the anterior rectal wall. The patient will wait until the gel dissolves before receiving radiation therapy.